Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to experiencing diabetic ketoacidosis (dka) considered dangerous and a blood glucose (bg) level over 500 mg/dl. Customer stated that pump did not cause bg/dka but did not know the cause of bg/dka. Customer administered manual injections to address bg/dka prior to the ER visit. Customer was treated with intravenous insulin and fluids. A pump system check was declined by the customer. Customer was released on (B)(6) 2019 with no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.